Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was experiencing leaking and a loss of therapy. When the ins was checked the unit was found to be turned off. The patient was assisted with tuning stimulation on after which the patient confirmed feeling stimulation. When asked about onset of the loss of therapy the patient indicated that they have been having breakthroughs with leaking and while the patient was increasing stimulation, but this was not helping with the leaking, which also seemed to be getting worse. The patient further indicated that they were getting up 2 or 3 times per night. Therapy was providing good results at first, but a couple months ago the patient lost therapy. About a month prior to the call the patient went through an airport security scanner and had a bone density test, but it was reviewed that these were unlikely to have caused the ins to turn off and the patient then realized that they were pushing the stimulation off button which was likely the cause of the therapy being off. During the call the patient synchronized and determined that they were on program 4 at 3.0 and the patient was assisted with lowering to 2.2 where the patient confirmed feeling stimulation. Patient status is unknown at the time of this report and no device malfunctions were reported. There were no further complication reported or anticipated. On 2018-july-17 additional information received from the healthcare provider indicated that the patient was contacted for further evaluation but she did not show up for the last visit. They were going to continue to contact her. On 2022-jun-10 additional information received from patient. They reported they were having issues even with the first implant but did not state a specific time frame when this started. Patient was provided conflicting info as they mentioned the old device was working all of the sudden they are still having problems.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. They reported that a new interstim was placed in (B)(6) 2022. The hcp clarified the statement of "all of a sudden patient started having problems" by stating their interstim programs and amplitude adjusted and patient did not complain of continued issues. The cause of the problems starting was noted to likely be the program or amplitude and the steps taken to resolved were reported as "interstim programming." The issue was resolved at the time of the call. [See related (B)(4) - trouble bladder sx; stim level chang]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.